Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The initial report from the patient's contact alleged that the patient had expired. The patient's peritoneal dialysis registered nurse (pdrn) reported that the patient had experienced chest discomfort and was subsequently hospitalized at some date in (B)(6) 2016. The patient's pdrn believed that the patient had experienced myocardial infarction and subsequently had a procedure for stent placement. The patient subsequently expired on (B)(6) 2016. The pdrn stated that the patient was on active peritoneal dialysis up until the time the patient expired but the pdrn could not confirm if the patient was connected to the cycler at the time of the chest discomfort. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
The returned cycler was processed by the returned goods department prior to the serial number being entered into the complaint record. The cycler was subsequently refurbished and put back into distribution. The device was returned, however it was refurbished prior to being evaluated because the serial number was incorrectly reported. A physical evaluation of the complaint device was not performed and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification.